Manufacturer narrative:
(B)(4). Unit passed displacement test, sleep current measurement, active current measurement and selftest. No back light anomalies noted during testing. Pump trace download analysis confirmed the pump alarmed replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool. Unexpected replace battery alert due to connector resistance j6/pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with cracked select button on keypad overlay, pillowing keypad overlay, scratched/peeling keypad overlay texture, scratched display window cover, faded/stained/peeling serial number label, peeling/fading end cap address label, stained keypad overlay buttons and scratched case.

Event description:
Information received by medtronic indicated that the insulin pump battery did not last as long. Customer stated that insulin pump lighting was dim. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.